Event description:
Technical services received a call on (B)(6) 2012. Caller reported that this rv lead pulled back there is no capture. Will revise lead on monday, (B)(6) 2012. The physician is (B)(6), at (B)(6) medical center. Lead was implanted (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).